Event description:
The patient has two scs systems. The occipital system (off-label) and the cervical system. This report is regarding the occipital system. Also, the patient has two occipital leads (off-label) with the same lot number. It was reported the patient was experiencing loss of stimulation through her occipital leads. Diagnostics revealed invalid impedances on the leads. The physician will have an x-ray taken as a next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.